Event description:
During the procedure, the cypher stent did not inflate properly because of a crack in the hub. The event occured during use on the pt. The pressure reached 6atm. The physician subsequently inflated the stent with a semi-compliant balloon. There were no adverse consequences to the pt.

Manufacturer narrative:
This product is available for analysis; however, it has not been received. Additional information will be provided within 30 days of receipt.